Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while sitting on his couch. While troubleshooting, artifact could not be replicated. Boston scientific technical services suspected an electrode lead fracture. During the replacement procedure, when the electrode was explanted, damage was noted slightly around the proximal electrode. Additionally, the coil was damaged because the healthcare professional (hcp) pulled on the coil to extract the lead. The lead was voluntary cut because it was necessary to explant it. It was the hcp decision to also explant and replaced this s-ICD due to the patient being at risk of inappropriate therapy. The physician suspects that the issue might be the connector block. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. High power visual inspection of the light cure area, seal plug and lead barrel showed no anomalies, the case had no cracks, and the spot welds to the connector blocks were intact. The setscrew functioned normally in both directions. An iva diagnostic was performed and confirmed no suspicious system errors. The device was then exposed to sensing testing and no noise or oversensing was noted. The device operated appropriately. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while sitting on his couch. While troubleshooting, artifact could not be replicated. Boston scientific technical services suspected an electrode lead fracture. During the replacement procedure, when the electrode was explanted, damage was noted slightly around the proximal electrode. Additionally, the coil was damaged because the healthcare professional (hcp) pulled on the coil to extract the lead. The lead was voluntary cut because it was necessary to explant it. It was the hcp decision to also explant and replaced this s-ICD due to the patient being at risk of inappropriate therapy. The physician suspects that the issue might be the connector block. No additional adverse patient effects were reported.